Event description:
The device was used during an ovarian cystectomy procedure. Reportedly, the instrument broke and disengaged into the pt's cavity. The surgeon was able to retrieve the component and applied cautery to complete the procedure. The hospital has reported no pt injury occurred.